Event description:
With the ventilator hooked up to a pt the ventilator was switched to the manual mode and would not deliver gas to the pt. The motor unit on the electronic manual ventilation accessory would stop at the mid-point. The pt was bagged manually until another ventilator was found to replace the bad one. There was no pt injury. Internal # v98077.